Event description:
The customer reported that the device was not charging batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was not charging batteries. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.